Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a displayable history crc check failed on startup alarm on the insulin pump. Customer's blood glucose was 170 mg/dl at the time of the incident. Customer's blood glucose was 181 this morning. Customer stated that the pump was stored with a dead battery for an extended period of time. It was explained that this is normal pump behavior. Customer stated that she was sick yesterday and the pump was working but she was not able to take any insulin due to not being able to keep food down. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 170 mg/dl. Customer felt sick and had some high blood glucose readings. Customer was dizzy and kept throwing up all day. Customer was hospitalized due to dehydration and vomiting. Customer was released this morning and stated that she was wearing the pump at the time of the incident. Customer declined troubleshooting. Customer also had a bad battery alert and a battery out limit alarm.